Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overrode a food bolus of 2.2 units of insulin, and accidentally delivered a bolus of 15 units. Tandem technical support verified the reported event in the bolus history. At the time of the reported event, the customer's blood glucose level was 160 mg/dl.